Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02180. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited loss of capture, noise oversensing, high pacing impedance and decreased sensing due to a possible connection issue with the header and set screw. No intervention was performed and the patient was in stable condition.

Event description:
New information noted that the right ventricular lead was revised (B)(6) 2021 and remains implanted. The patient was in stable condition throughout the procedure.